Event description:
A malfunction alarm identified as malf 9 was reported by the customer. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided instructions to reset the pump, which successfully resolved the issue, and advised the customer to continue using the pump and to call back if the issue recurred.